Event description:
It was reported to kendall in 2001 that an inverness customer reported customer was giving self customer insulin when the needle broke off in their left upper arm, near their shoulder. Customer was able to remove this. Sample not kept, sase sent for more from that box.